Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance at 1558 ohms on (B)(6) 2016. The impedance trend on the rv (right ventricular) defibrillation conductor was decreasing,right ventricular defibrillation impedance steady at approximately 90 ohms through (B)(6) 2015, falls gradually to 67 ohms by (B)(6) 2016. The impedance trend on the rv (right ventricular) pacing lead was rising. Right ventricular pace impedance steady at approximately 422 ohms through (B)(6) 2016, rises to 1577 ohms by (B)(6) 2016. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, right ventricular capture threshold steady at approximately 1.42 volts through (B)(6) 2015, rises to 2.125 volts by (B)(6) 2015, varies between 1.5 volts and 2.5 volts starting (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had unstable and then high thresholds and gradual high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.